Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic showing inappropriate episode of automatic mode switch due to competitive atrial pacing. Programming changes were recommended. No further information.